Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was visually inspected and no abnormalities or defects were found on the exterior of the sheath during visual inspection. Microscope inspection revealed a tear on the external valve, resulting in the reported visible air/bubbles allegation. During leakage test, a leak from the hemostatic valve was observed. Therefore, the reported allegation of visible air/bubbles was confirmed. Correction to the initial MDR in block(s) age at time of event and unit of measure, age (a2), in section a, patient information.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During insertion, visible bubbles appeared on aspiration when air is introduced into the sheath. Patient was full recovered. Air leak was also reported. The procedure was completed successfully by using different device, same model. No patient complications are reported. The device is not expected to return as disposed. Further, the faradrive steerable sheath clear has returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During insertion, visible bubbles appeared on aspiration when air is introduced into the sheath. Patient was full recovered. Air leak was also reported. The procedure was completed successfully by using different device, same model. No patient complications are reported. The device is not expected to return as disposed.